Event description:
Literature was reviewed regarding ¿the influence of octagenarians in endovascular repair for aortoiliac aneurysms: long-term outcomes in a prospective cohort¿ the time frame of this study was over a three year period. 156 patients were included in the study where endurant ii and non mdt stent grafts were implanted as part of evar procedures. This study aimed to determine the outcomes of survival, endoleaks, reinterventions, and perioperative mortality rate in patients with infrarenal aortoiliac aneurysm receiving endovascular repair in the following 2 groups of patients: octogenarians and nonoctogenarians. Among the patient population the following malfunctions occurred: ia endoleak, ib endoleak, type iii endoleak no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ the influence of octagenarians in endovascular repair for aortoiliac aneurysms: long-term outcomes in a prospective cohort¿ de athayde soares r, nasser ai, amaro k, pecego cs, nakamura et, sacilotto r. Annals of vascular surgery. 2025 aug;117:111-120. Doi: 10.1016/j.avsg.2025.04.106 a.2. 3.a average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.